Event description:
It was reported that the patient was hit in the head and then experienced a loss of sound. In 2002, testing conducted at the center by a company representative confirmed that the electrode impedance measurements were out of range. Revision surgery was performed and the patient was reimplanted with another clarion device.